Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited low pacing impedance and over-sensing noise episodes. On (B)(6) 2020 patient presented in-clinic for device check. Programming changes were made on the device. On (B)(6) 2020, the right ventricle lead was capped and replaced. Patient was stable before, during, and after the procedure.